Event description:
I have a child of (B)(6) years old that today almost lost by the toothbrush that you distribute. I still tremble to remember how my son was drowning and unable to do anything because the brush broke while he brushed his tongue and stayed in his throat.

Event description:
I have a child of (B)(6) years old that today almost lost by the toothbrush that you distribute. I still tremble to remember how my son was drowning and unable to do anything because the brush broke while he brushed his tongue and stayed in his throat.